Event description:
New information received notes that the patient was stable post explant, and the physician does not allege that the device caused the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator and right ventricular lead were explanted on (B)(6) 2019. No further information was reported.